Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an error 64 (non-recoverable system error) appeared on the arctic sun device, flow stopped during testing. Per review of wo on 28oct2022, there was no patient involvement. Per follow up information received via email on 28oct2022, the flow might be stopped because of error 64 (non-recoverable system error).

Event description:
It was reported that an error 64 (non-recoverable system error) appeared on the arctic sun device, flow stopped during testing. Per review of wo on 28oct2022, there was no patient involvement. Per wo update on 27oct2023, it was reported that the arctic sun device stopped cooling due to dusty heat exchanger. Per follow up information received via email on 28oct2022, the flow might be stopped because of error 64 (non-recoverable system error).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicate during evaluation. The device was evaluated and the reported issue was not duplicated and was unconfirmed. No repairs were made. It was also reported that an error 64 appeared. During testing, device stopped cooling due to dusty heat exchanger. The reported issue that an error 64 appeared was not duplicated during evaluation and no repairs were needed. The heat exchanger was cleaned. Device passed applicable testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.